Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n326680, implanted: (B)(6) 2012, product type: adapter. Product ID: 64002, lot# n342525, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387-40, lot# j0555660v, implanted: (B)(6) 2005, product type: lead. Product ID: 64002, lot# n326680, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial#(B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 64002, product type: adapter. (B)(4). Analysis of the adaptor (s/n unknown) found no anomaly.

Event description:
Information was received from the health care professional (hcp) and company representative that reported during an implantable neurostimulator (ins) replacement procedure for normal battery depletion there were impedance issues and open circuits on one or more contacts. The surgeon tried reseating the connection intra-operatively. They replaced with a new adapter and all issues were resolved. The patient was implanted for parkinson's disease.